Event description:
Additional information was received. Patient reported that her pump fell out three times. The patient had three surgeries to have the pump fixed because three different things that happened, the fell out, the kink and the third one the patient did not remember. The patient said that the pump was explanted. The patient was inquiring about getting a new pump for pain, not ms this time. In the past the patient never had a catheter dye study, her physician said it was dangerous to have the test. If additional information becomes available, a report will be provided.

Event description:
It was reported that the patient had a return of symptoms and that her therapy only worked for a while. It was indicated that the patient received 2 boluses at the physician's office but she had no relief. The specific date of events was not available at the time of this report. The patient had her first catheter revision due to a catheter kink. The outcome of the patient was not provided. The drug delivered via pump was lioresal according to the manufacturer device registry.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).